Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 17906111 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f .072 4 x 100cm extra back-up (xb) adroit guiding catheter did not fit into the 6f avanti plus sheath introducer (si). The patient was fine. There was no reported patient injury. The device was prep according to the instructions for use (IFU). The procedure was percutaneous transluminal coronary angioplasty (ptca). The access site was femoral. There was no difficulty experienced in prepping the device. They did not use a contralateral approach. Vessel characteristics accessing target site is unknown. The device was not used for treatment of a chronic total occlusion. The device kink or bend during use prior to the resistance /friction. The insertion difficulty could have been caused by a blockage of possibly injectable material. The difficulty was encountered when advanced through a cordis catheter sheath introducer. No products were successfully used with the device after the encountered resistance. Only the reported product was removed, all concomitant products were not removed together. The product, or any of the other devices used were not resterilized. The devices are expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1,. Please note this case has been deemed non reportable after additional information was received.